Event description:
The customer contacted philips stating they would like to have logs reviewed to check for an spo2 alarm for a pt death.

Manufacturer narrative:
(B)(4). The customer contacted philips to have logs reviewed to check for an spo2 alarm on (B)(6) 2013 between the times of 0700-0830 for a pt that arrested and eventually expired. A philips field service engineer went to the site to collect log files for review. Communication with the hospital nurse indicated that the spo2 alarm had been turned off/disabled at some point to the event. The log files were reviewed and show that no red level spo2 alarms occurred between the times of 0700-0830. The last red level spo2 alarm for this bed was on (B)(6) 2013 at 13:45. Since log files only store red alarm events, it cannot be determined if any yellow level spo2 alarms occurred. The logs do not provide info when alarm parameters are disabled or enabled. No malfunction occurred. The available info indicates that this is a user alarm handling error. Device labeling adequately describes alarm behavior. No further investigation or action is warranted.